Event description:
When the sgw atw .014 j floppy wire was being removed from the package, it was noticed kinked in the mid portion. The product was not used in the pt.

Manufacturer narrative:
After removing an atw steerable guidewire from its protective hoop, kinks were found in the mid portion of the wire. Appropriately, the wire was not used. No other info was rec'd; it is not known how the wire was handled. Analysis of the returned device identified additional, more significant, damage than what was originally reported. Confirmed stretched tip coilwires, kinked mid-section area and wavy tip appearance. As a rec'd, the specimen does not present any obvious indication of manufacturing defect or anomaly. Except where noted, the specimen appears visually and dimensionally correct. All material distal of the core wire fracture is present. The damage to the flexible distal region prevents confirmation of the original tip form. The specimen device presents pronounced kink in the wire shaft located 103.70cm from the distal tip. As the specimen device was not returned with the dispenser assembly, a dispenser assembly from stock was loaded with the specimen device. With this exercise it became evident that, had the damage been pre-existing on delivery to the end user facility, the kink damage is readily visible through the translucent tubing wall material and easily noted during pre-use inspection. Additionally, had the damage been incurred during the dispenser loading sequence of the packaging operation at manufacturing site, the visibility of the damage is such that it would have been detected during subsequent handling following the dispenser loading operation. The damage to the distal coiling wire segment is consistent with handling following opening of the sterile packaging by the end user facility. No additional relevant clinical info was provided to provide background to this event beyond that noted earlier in this report. Those observations and suppositions are based on the evidence presented by the sample article and the supporting documentation. Pending receipt of additional info, assignment of root cause for this complaint remains speculative and inconclusive. Without lot traceability of the actual returned wire, it is not possible to review the device history records relative to the manufacturing, inspecting and packaging of this product. It is not known what factors may have contributed to the wire damage reported. No corrective action will be taken at this time, because the complaint does not appear to be related to the manufacturing process. Complaints of this type will continue to be monitored for trending purposes to determine if action is necessary.